Event description:
The customer reported they were unable to connect the electrode connector to the therapy cable connector. The reported event occurred during pt use. Another set of electrodes was immediately available and used to administer treatment to the patient. There were no adverse effects to the pt reported as a result of device use.

Manufacturer narrative:
The device will be evaluated upon receipt at physio-control. Physio-control will submit a supplemental report on this event to the FDA as provided.